Event description:
A malfunction was reported with a malfunction code of "malf 12." There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappeared.